Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR) and to inform that there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that the camera head didn't have a stable image, the lens no longer held correctly and wobbled in the clamp. Per the legal manufacturer, these issues are not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus, that the camera head had no stable image. The lens no longer held correctly and wobbled in the clamp. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.